Event description:
Customer states that the actuator was replaced past 10 days and it still makes squeaking noises when raising or lowering and the unit will not lower the remaining 2 inches. Customer states that you have to apply pressure to get it to lower the rest of the way.